Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Blood loss-mouth [mouth haemorrhage]. Sharp metal bit in connects too gashed mouth [mouth injury]. Head came off in mouth - oral-b [device breakage]. Consumer via e-mail stated that while brushing their teeth yesterday ((B)(6) 2022), the oral-b toothbrush head came off in their mouth and the sharp metal bit that it connected too gashed their mouth causing blood loss. No serious injury was reported. 23-mar-2022 follow up via image: the suspect product was oral-b power power oral care refills sensi ultrathin eb60 and the concomitant product was oral-b power rechargeable toothbrush handle 3756. No serious injury was reported.